Event description:
It was reported that the pt started to feel a sensation of noise and pain in the implant area (coil area). He felt in intense beeping noise when he puts the coil on his head and the processor is working. Even when the dib coil is stimulating, he can feel pain. The external equipment has been exchanged and is fully functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.